Event description:
The complainant had an automated impella controller in for a preventative maintenance (pm) and during the pm damage was observed. The burned power battery management (pbm) circuit board caused no harm or injury as there was no patient use at the time.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the burnt capacitor was most likely a failure of the power battery management board. This report is being filed as part of a retrospective review of historical records.